Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the lip with juvéderm® volbella¿ xc, after injection, patient presented "bruising" and "occlusion" on the left side of the lip. The injector noted localized "bruising" with "good capillary refill" on the periphery of the injection. Physician immediately administered hyaluronidase. Patient was also given a warm compress. The patient reported improvement in pain and pressure following treatment. The event is ongoing.